Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
It was reported that bd insyte autog bc catheter tip 'flared'. The following information was provided by the initial reporter: attempted a piv in the patient's lower right forearm, however, a defect in the IV catheter prevented successful insertion. Unable to advance IV catheter. Visual inspection after removal showed a catheter sheath that was flared at the tip. Catheter tip intact but damaged. Event date: (B)(6) 2025. Was there injury? No.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number 4338237 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.